Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide (co2) result obtained on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Hsc concluded the investigation, and the cause of the event is consistent with sample integrity issue and/or sample handling issue. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed carbon dioxide (co2) patient sample result was obtained on a dimension vista® 1500 intelligent lab system. The falsely depressed patient result was not reported to the physician. The same sample was reprocessed on the original and an alternate dimension vista® 1500 intelligent lab system. The higher reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide (co2) result.